Event description:
Handpiece stopped working during procedure.

Manufacturer narrative:
Unit not returned for evaluation; updated MDR flowchart completed; this lot has a (B)(4) complaint rate; mfg review does not indicate the mfg error; (B)(4) complaints from this facility during a 7 month timespan - high concentration in february, this customer is actually a distributor and has multiple facilities, uncertain of number of cases performed, may be their normal reporting trend, the complaints are spread out evenly over the time period after february; there is no service record for the console listed, without an evaluation there is no determination of malfunction cause - refer to CAPA (B)(4) initiated (B)(4) 2012 to investigate the numerous stopped working issues ((B)(4), rev. A was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage)